Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300-400 mg/dl. Customer's blood glucose value was 300-400 mg/dl. Customer reported that her body just wasn¿t responding to the site. Customer states that she had about 12-14 infusion sets that she had issues with. Customer declined to troubleshoot for high readings. The product was not returned for analysis.